Manufacturer narrative:
Through follow-up, images associated with the procedure was provided. Analysis of the images indicated that one of the trocars was bent out of the v-slot. This was based on the angle of the trocar that remained in the insertion tube. Light patterns seen on the other injector were indicative of damage to the insertion tube, which would result from downward bias during implantation attempt. No other observations could be made based on the images provided. There is no evidence that the devices were released with any manufacturing or device related non-conformities. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available, therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed, and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4). Please reference (B)(4) for device# 2.

Event description:
It was reported that the trocar broke on two (2) devices during two (2) attempts to implant the stents from a trabecular micro bypass stent system. Per report the trocar appeared ¿normal¿ and the patient had a "strong trabecular meshwork". Reportedly, the break was observed just below the splay, and the broken pieces were removed intraoperatively from the patient¿s eye without injury. A back-up device was used to complete the procedure successfully. The devices were discarded, and no additional information was available. This report references device# 1.